Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had a difficult plunger. The report is as follows, " customer reported he was unable to load insulin into the syringe as when customer pulled back on plunged he experienced resistance. Customer did not allege any issue with cartridge or needle as he stated issue was with syringe as issue began when needle was not attached to syringe he experienced resistance when pulling the plunger back and then when needle was attached issue persisted."

Manufacturer narrative:
PMA/510(k)#: k151766, k980987. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd luer-lok¿ luer-lok¿ tip had a difficult plunger. The report is as follows, " customer reported he was unable to load insulin into the syringe as when customer pulled back on plunged he experienced resistance. Customer did not allege any issue with cartridge or needle as he stated issue was with syringe as issue began when needle was not attached to syringe he experienced resistance when pulling the plunger back and then when needle was attached issue persisted."